Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the event occurred due unexpected torque. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus bicoag hemostasis probe had a detached tip. The issue was found during a therapeutic procedure for hemostasis of a gastrointestinal bleed of the duodenum. The procedure was completed with a similar device. There was no report of patient injury or medical intervention associated with this event.